Event description:
It was reported, preop; flexion contracture. Surgery: remove the ps femur and replace with ts femur and stem. Outcome; full extension. The info submitted was everything given by both surgeon and hosp. No further details.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot of other devices listed in this report: cat # 5515-f-402, lot# fnxe, description: triathlon ps fem component, cemented.